Event description:
The representative reported the product was explanted and returned for analysis due to "csf leaks filled the pump pocket." The drug used in the pump is unknown. There was no injury reported; the patient recovered without sequela. Additional information has been requested from the physician.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.